Event description:
During hour 4 of an open abdominal surgery, the bed experienced a failure of hydrostatic pressure and rapid leak of hydraulic fluid. The head of the bed lower rapidly into trendelenburg position. Due to the phase of the surgery at that time, the pt was not harmed. The pt was redraped to address any breaches in sterility and a stool was used to stabilize the head of the bed and return it to a horizontal plane.